Manufacturer narrative:
Product event summary #(B)(4). The device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a ceramic capacitor. The device met 54% of the expected longevity.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early battery depletion in 3.5 years. It was also reported that there were some unexpected shock events for atrial fibrillation (af) - "tachy" episodes. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: 5076-52 implantable pacing lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.